Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture. Fluoroscopy was performed showing that the rv lead had become dislodged. During the revision procedure, the helix failed to retract. The physician explanted and replaced the rv lead. The patient condition was stable.